Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device nhl, pjs.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that while hospitalized, the deep brain stimulation (dbs) patient underwent defibrillation, which resulted in damage to the implantable pulse generator (ipg) and subsequent loss of stimulation, experiencing in bradykinesia. The explanted device was retained by the facility and will not be returned. The patient is doing great postoperatively.